Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that in 2014 (first it was reported that this occurred in (B)(6) 2013, but then it was clarified that the event occurred 8 months after the pump was implanted, which would be 2014), the patient stood up and her left leg went totally numb. It was noted that "it didn't fall asleep there is a difference." When the leg went numb, the patient reportedly fell down like a rock and broke her left foot. No further complications were reported or anticipated.